Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 388928, lot# 0210479207, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient, via the manufacturer representative, reported there was a decline in effectiveness. An x-ray taken showed there was lead migration. Impedance testing showed that all electrodes were within range. The surgeon decided to do a lead revision. At the revision surgery, the surgeon noticed the implantable neurostimulator (ins) had old blood in the connector head. The ins was replaced with a new ins. The reported issue was resolved. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly. Foreign material was found in the connector port. Analysis of the tined lead found no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.